Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet system experienced bluetooth connectivity failure, inability to connect with a dexcom g6 and the user¿s phone, and rapid battery depletion that led the system to operate in bg run mode until connectivity was restored. Symptoms included no physiological symptoms or adverse health effects. Outcomes included no alerts or alarms and no impact to blood glucose control per user report. Investigation included attempts to retrieve and review device logs and coordination with internal support to resolve log access issues, as well as guidance for the user to sync over wi-fi. Investigation of this case revealed that logs could not be accessed initially, preventing confirmation of the specific root cause, and the device subsequently resumed normal function. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.